Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown biomet abutment for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use, and was observed fractured at the screw region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are patient factors (patient conditions) or customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided; d1: brand name: unknown / not provided; d4: additional device information: unknown / not provided; g4: premarket identification: unknown / not provided; h4: device manufacturer date: unknown / not provided.

Event description:
A returned abutment was fractured at the screw. No further information was provided.